Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a field service engineer (fse) contacted the customer to discuss the reported issue and confirmed that it had already been resolved, with the drawer functioning correctly. The customer stated that an onsite visit was no longer required. The system functioned as intended after the field service engineer assessed the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer failed to open, user tried recover and reset mut issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.